Event description:
Had received ohs patient from or mindray monitor shut down and was not able to be restarted. Screen went black and when I tried to restart, it kept saying "starting" and then go black again. Changed boxes without avail. Shut down whole computer and restarted to reboot system and then it worked.